Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Type of investigation: (B)(4): lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vicm5_13.7; -5.00 diopter implantable collamer lens into the patient's left eye on (B)(6) 2022; as a replacement lens to a previous low vaulting and cataract issue. It was mentioned the problem was resolved; however noted "after lens replacement there is a decrease in visual acuity; but the patient is under observation. It is expected that vision will recover in the future". Lens remains implanted. See MFR# 2023826-2022-01401 for initial lens claim.